Event description:
It was reported to boston scientific corp, that a resolution clip device was used during a colonoscopy procedure, performed on (B)(6), 2009. According to the complainant, during a colonoscopy, the doctor needed a resolution clip in order to close an opening in the colon. The nurse introduced the clip through the scope, and opened and closed it in the site where the clip was needed. Once it was properly closed, the clip didn't detach from the catheter. They tried to close the handle all the way and to push it forward to release the clip, but the detachment was unsuccessful. Eventually, the doctor noted that one of the side of the clip was detached, and he juggled the catheter until it was completely released. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be stable.

Manufacturer narrative:
These codes were selected by the manufacturer, based on info obtained from the user facility. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).